Manufacturer narrative:
Calibration data was acceptable. Controls run on the day of the event were within range. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received questionable results for four patient samples tested with elecsys troponin t gen 5 stat on a cobas e411 disk analyzer. The customer provided data for one patient sample with discrepant troponin t results. The sample initially resulted in a troponin t value of 19 ng/l. The result was questioned because a second sample collected from the patient two hours later resulted in a troponin t value of < 6 ng/l. The complained sample was repeated, resulting in a troponin t value of < 6 ng/l. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The field service engineer suspected there was a clot in the fluidics line. The engineer performed cleaning maintenance on the analyzer. Precision studies were performed and passed. The investigation is ongoing.